Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was approximately 300 mg/dl. The customer changed the cartridge and infusion set. When tandem customer technical support (cts) was contacted, the customer's bg level was "ok". As the customer had changed the supplies prior to contacting cts, a system check was unable to be performed to determine a possible cause of the occlusion.